Event description:
Right upper lobectomy/thoracotomy. Slc55b dlu was attached to flexshaft, calibrated, opened/closed, got into firing range and worked properly for the first three firings. On the fourth firing, the dlu calibrated, opened/closed, and got into firing range. When the "fire button" was pressed, the pc beeped and displayed "no staples." Dlu was opened/ closed again and the same thing happened. The recurrent opening/closing of the dlu caused a tear in the tissue.